Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips opened and closed properly. The instrument passed the clip test. No damage was found and the instrument was fully functional. A review of the device logs for the large hem-o-lok clip applier (part# 470230-10 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2021 via system serial# (B)(6). There were 15 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date of(B)(6) 2021.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem-o-lok instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the customer was unable to attach the clip. The customer encountered an issue applying the clip while using the large hem-o-lok instrument. Although the procedure was completed with no reported injury to the patient, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue applying the clip while using the large hem-o-lok instrument. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information related to the event. However, as of the date of this report, no further details have been obtained.